Event description:
Non-cosmetic silicone implants were inserted in 1973. Rptr has become almost totally disabled. Rptr has not been able to work since 1991. She needs constant antibiotic treatment. Rptr is allergic to the silicone which is causing an auto-immune deficiency, joint pain, chronic fatigue and depression. This info was submitted as follow-up 5/9/94: rptr had her silicone implants removed 4/1/94. Both implants severely ruptured with no shape at all and seams practically nonexistent. Rptr has the implants also the tissue and capsules. Rptr has been severely ill since 1991. Unable to work due to chronic fatigue and joint pain. Rptr had no help with payment for this surgery.